Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim sales rep states a recently converted account is having issues with the maxzero needleless connector. Rep states he wants discuss the feedback he is getting from the account. Rep describes a patient with a "dual lumen ij" unable to get blood from the port and having to remove the maxzero device to get the blood sample (happened three times). Rep reports the syringe plunger came out of the syringe barrel multiple times. Rep also reports patient had blood backflow into maxzero extension set and when disconnected blood spattered across the patient's bed. Rep reports a nurse giving IV push of "dilaudid" with "ij caps on", there was so much pressure the plunger popped out and the medication spilled.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of fluid blockage, back flow and leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.